Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulsed-field ablation procedure to treat atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that the sheath was replaced because air continued to be drawn into the syringe when the farawave catheter was inserted again from the faradrive and reverse bleeding was confirmed. The procedure was completed successfully by using a different device but same model. No patient complications have been reported. The product is not expected to be returned as it was contamination. It was further reported that the farawave catheter, non-boston scientific ring catheter lasso were inside the sheath prior to, and or at the time, the air was observed. Infusion pump was used for the irrigation of the sheath and the flow rate was 20ml/hour. The guidewire matched the tip position of the farawave. No other issue has been reported.